Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-jan-2021. This spontaneous case was reported by and describes the occurrence of pruritus ('itching in the calves') in a (B)(6) year old female patient who had essure (batch no. E25514) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: used to do 20 km of running a week before essure. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced tendonitis ("tendinitis in the right hip then on the left, walking 1 km was difficult for me"). In 2019, the patient experienced fatigue ("alternating severe fatigue") and insomnia ("insomnia (sleep disturbances)"). On an unknown date, the patient experienced pruritus (seriousness criterion medically significant), vulvovaginal mycotic infection ("vaginal mycoses every month"), raynaud's phenomenon ("raynaud's syndrome"), urinary tract infection ("recurring urinary tract infections"), paraesthesia ("tingling in the calves"), night sweats ("night sweats"), dyspepsia ("digestion problems"), urinary incontinence ("urinary leaks") and micturition urgency ("constant heaviness on the bladder"). Essure treatment was not changed. At the time of the report, the pruritus, tendonitis, vulvovaginal mycotic infection, raynaud's phenomenon, urinary tract infection, paraesthesia, night sweats, dyspepsia, urinary incontinence, micturition urgency, fatigue and insomnia outcome was unknown. The reporter provided no causality assessment for dyspepsia, fatigue, insomnia, micturition urgency, night sweats, paraesthesia, pruritus, raynaud's phenomenon, tendonitis, urinary incontinence, urinary tract infection and vulvovaginal mycotic infection with essure. The reporter commented: tendinitis in the right hip then on the left, vaginal mycoses every month, raynaud's syndrome, recurring urinary tract infections, tingling and itching in the calves, night sweats, digestion problems, urinary leaks, constant heaviness on the bladder, alternating severe fatigue and insomnia (sleep disturbances). All of these problems happened in the order listed over a year. After a year, I had become a vegetable, walking 1 km was difficult for me while I used to do 20 km of running a week before that. It disrupted my daily life and my family life. I went to see my doctor very regularly (which was not the case before) without him understanding what was happening to me. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-jan-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('itching in the calves') in a 38-year-old female patient who had essure (batch no. E25514) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: used to do 20 km of running a week before essure. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced tendonitis ("tendinitis in the right hip then on the left, walking 1 km was difficult for me"). In 2019, the patient experienced fatigue ("alternating severe fatigue") and insomnia ("insomnia (sleep disturbances)"). On an unknown date, the patient experienced pruritus (seriousness criterion medically significant), vulvovaginal mycotic infection ("vaginal mycoses every month"), raynaud's phenomenon ("raynaud's syndrome"), urinary tract infection ("recurring urinary tract infections"), paraesthesia ("tingling in the calves"), night sweats ("night sweats"), dyspepsia ("digestion problems"), urinary incontinence ("urinary leaks") and bladder discomfort ("constant heaviness on the bladder"). Essure treatment was not changed. At the time of the report, the pruritus, tendonitis, vulvovaginal mycotic infection, raynaud's phenomenon, urinary tract infection, paraesthesia, night sweats, dyspepsia, urinary incontinence, bladder discomfort, fatigue and insomnia outcome was unknown. The reporter provided no causality assessment for bladder discomfort, dyspepsia, fatigue, insomnia, night sweats, paraesthesia, pruritus, raynaud's phenomenon, tendonitis, urinary incontinence, urinary tract infection and vulvovaginal mycotic infection with essure. The reporter commented: tendinitis in the right hip then on the left, vaginal mycoses every month, raynaud's syndrome, recurring urinary tract infections, tingling and itching in the calves, night sweats, digestion problems, urinary leaks, constant heaviness on the bladder, alternating severe fatigue and insomnia (sleep disturbances). All of these problems happened in the order listed over a year. After a year, I had become a vegetable, walking 1 km was difficult for me while I used to do 20 km of running a week before that. It disrupted my daily life and my family life. I went to see my doctor very regularly (which was not the case before) without him understanding what was happening to me. Batch no e25514; production date: (B)(6) 2015; expiration date 2018-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.